Event description:
It was reported that during a right upper lobectomy procedure, the surgeon utilized the device to seal a pulmonary arterial branch. The initial seal was done with advanced hemostasis and failed with an open lumen about two thirds of the way through the vessel. A second advanced hemostasis cycle was done more proximal and that failed in the same manner as the first sealing cycle. The vessel was then grabbed more proximal again and another advanced hemostasis cycle was used and gained control over the bleeding. Once the bleeding was controlled, the patient was closed up and taken off the table. After the doctor had left the operating room, he was called back in for a large amount of blood entering the drains. They had to reopen the patient and found that the arterial branch that failed to seal initially had opened back up. The bleeding was controlled with a vessel clamp and oversewn by the surgeon. Because of this complication, the patient lost greater than two liters of blood and required a transfusion. Device discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information: ow long has the surgeon been using the harmonic +7 device? 5 months. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes, dr. (B)(6) also attended cev and had extensive exposure to harh36 while there. What power setting was the generator on? Max 5, min 3. Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? Na. What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) Vessel released from the jaws before second tone. What technique was used with respect to the advanced hemostasis and the min/max button. Percentage of time the advanced hemostasis button or the min/max button were used? 100%. Did. The surgeon recall hearing the second tone when using the advanced hemostasis button? No. Second tone was heard.

Manufacturer narrative:
(B)(4). Summary of event log provided: these logs did not have a lot of errors. There were a few instances of errors which seemed to track with a couple hand pieces. The issues included ait failure (failed pre-run), requiring the user to re-identify the device, and multiple silent eeprom write failures. Based on logs (B)(4), I would recommend the hand pieces below be tested for functionality and dirty hand piece contacts: (B)(4). Although most of the other hand pieces did not see errors, it is always a good idea to inspect the contact rings and check the functionality of the device.